Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: an issue was reported with a wire guide from a turbo-ject® double lumen power-injectable PICC (upicds-5.0-CT-nt-1111). When the cope wire guide was inserted, there was blood reflux, and upon withdrawal, the wire guide was noted to be broken. Cook became aware of this event on 02feb2021 upon being notified by tecnicas biofisicas. The patient reportedly experienced no adverse effects as a result of this incident. A review of documentation including the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control of the device was conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient controls are in place to detect this failure mode prior to release. A review of the design history file (dhf) found that the risks associated with this device were acceptable when weighed against the benefits. A review of the device history record (DHR) for two potential lot numbers 13321914 and 13330507 found no nonconformances that could have contributed to the reported failure mode. A potential wire guide subassembly lot ic13114393 showed one related nonconformance where two wire guides were scrapped due to insufficient solders. It should be noted that there were no other complaints associated with lot 13330507 at the time of this investigation. All nonconforming devices were scrapped, and all remaining devices in the lot underwent quality control activities such as visual inspection for damage and outer diameter gauging. Since these 100% inspection procedures are in place and no other complaints have originated from this lot, there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information related to the reported failure mode: "precautions: standard techniques for placement of vascular access sheaths, catheters and wire guide should be employed. How supplied: upon removal from package, inspect the product to ensure no damage has occurred." A label (l_scor_rev 0) is attached to this device and depicts a warning to not pull the distal spring coil portion of the wire guide through the needle tip. Based on the information provided, no returned product and the results of our investigation, it was concluded that component failure unrelated to manufacturing or design deficiencies contributed to the event. The attached label describes a warning not to withdraw the wire through a needle, as the sharp edge may damage the coil. It is possible that contact with a sharp edge such as the needle or tortuous anatomy damaged the wire guide upon advancement, resulting in the observed damage upon removal. However, these possibilities cannot be confirmed without additional information. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 09feb2021. No adverse effects were experienced by the patient. The wire guide that broke was the short one in the set, the one for the "micro punction". No section of the wire remained in the patient. The procedure was completed as usual aside from some difficulties with the catheter kinking, which is covered in another complaint.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5, section d - suspect medical device d4 ¿ lot #: lot numbers for this complaint device is either 13321914 or 13330507. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Customer (person): (B)(6). PMA/510(k): unknown as exact rpn of complaint device is unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the wire guide of a turbo-ject standard power injectable PICC line PICC breaks upon removal. This event was reported as a general occurrence during PICC line placements. The hospital has found that when they use "the small PICC wire guide" and there is blood reflux, they need to remove the wire and insert it again. Upon removal of the wire guide, it tends to break. Additional information has been requested regarding event details but is not currently available.